Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -no information was provided about the device. -the device was not returned to omsc. From the above, omsc was unable to determine the cause of the reported event. In addition, the device was not returned to omsc and there was no information about the device's anomaly, so the cause could not be surmised. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device did not turn on. There was no report of patient injury associated with the event.